Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-12-29 h6: investigation summary a device history review was conducted for lot number 0063010. Our records show that this is the only instance of foreign material occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Also, the affected was submitted by the facility for evaluation; visual observation of the device was not able to identify the presence of a foreign material, but our engineers did make note of a bend in the catheter tubing. Functional leakage was performed on the device to determine if the fluid was impeded by the crease in the tubing. The results from the test found the flow was not obstructed or otherwise hindered. Unfortunately, without the ability to observe the reported nonconformance bd was unable to determine a root cause for this event. See h.10.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced foreign matter contamination. The following information was provided by the initial reporter: when flushed the tube for the patient, the liquid was not flowed (it cannot be pushed). After the indwelling needle was pulled out, it was found that there was an unknown metal object in the root of the catheter tube. At present, the hospital had doubts about the product quality of bd company, and ordered the company to identify it and issued a written report about the reason drugs used with the device are calf blood, cefotizole sodium, compound three-dimensional b.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced foreign matter contamination. The following information was provided by the initial reporter: when flushed the tube for the patient, the liquid was not flowed (it cannot be pushed). After the indwelling needle was pulled out, it was found that there was an unknown metal object in the root of the catheter tube. At present, the hospital had doubts about the product quality of bd company, and ordered the company to identify it, and issued a written report about the reason. Drugs used with the device are calf blood, cefotizole sodium, compound three-dimensional b.